Manufacturer narrative:
Though no intervention was performed in this event. There have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Two hundred units from three different lot #s were returned; 080305001, 081506001, 041006001. Of the returned pieces, two drills were found to have separated in the same area, leaving approx 1.5 mm extending from the driver. Thirteen unused units were also visually inspected and evaluated for separation resistance; no visual defects were noted and the samples passed the resistance testing. Please not that the rptr did not know which lot # was involved in the event. Please note that the two separated files returned are associated with the event documented under report # 2320721-2006-00463.

Event description:
It was reported that a x-tip drill separated in a pt's palatal tissue during use. The dr was unable to retrieve the separated piece and plans on monitoring the pt (no further retrieval attempts anticipated) due to the fact that the pt is reportedly doing well, without complications. Please not that the date of event indicated is approx.